Manufacturer narrative:
No related complaint received with return of device. (B)(4). Final analysis found that a partial lead was returned in two pieces. Insulation abrasions breaching the other insulation and exposing outer coil were noted at multiple locations from the distal tip. The abrasions are consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is advise of an event observed during analysis.